Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was believed to be caused by natural daily variability in the test. Reset the alert will be performed and continue to monitor. Currently, this product remains in service and no adverse patient effects were reported.